Manufacturer narrative:
Siemens filed initial MDR 2432235-2019-00322 on 11-sep-2019, MDR 2432235-2019-00322-s1 on 25-oct-2019, and MDR 2432235-2019-00322-s2 on 15-nov-2019. An urgent medical device recall (umdr) achc 20-05.a.us was sent to us customers and an urgent field safety notice (ufsn) achc 20-05.a.ous was sent to ous customers in january 2020. The umdr and ufsn advise customers of the potential for falsely depressed or elevated results in a small percentage of the atellica ch reaction cuvette segment lots ending in "17" or "18" due to a cuvette defect allowing water bath to contaminate the cuvette. Customers will be instructed to replace all reaction cuvette segments on their atellica ch analyzer with a lot ending in "19" or above. Customers are also advised to review their inventory and discard all impacted cuvette segment lots in their inventory. No further evaluation of the device is required.

Manufacturer narrative:
Siemens filed initial MDR 2432235-2019-00322 on 11-sep-2019. Siemens filed initial MDR 2432235-2019-00322-s1 on 25-oct-2019. Siemens is further investigating the issue. Sections d1, d2, d4, g1, g2, and g5 were updated to reflect the corrected information.

Manufacturer narrative:
The customer contacted the siemens customer care center (ccc) and informed that samples were held for review on the centralink system for anion gap. Quality controls (qc) were within range before testing the patient's samples. A siemens customer service engineer (cse) was dispatched to the customer site. Siemens performed an inspection of the instrument and verified the cuvettes segments. No issue was noted, and qc testing was performed. The review of qc results indicated three (high) outliers, and therefore, additional troubleshooting was performed. The cuvette segments were replaced, and weekly maintenance was complete. Additional qc testing was performed. The qc results were consistent and showed good precision. The atellica ch 930 analyzer is operational. Siemens is investigating.

Event description:
The customer obtained discordant, falsely elevated, carbon dioxide concentrated (co2_c) results for three patients samples on the atellica ch 930 analyzer. The discordant results were not reported to the physician(s). The same samples were used for repeat testing on an alternate atellica chemistry analyzer, and the results were within the clinical picture of the patients. The repeat test results, obtained on the alternate analyzer were reported to the physician(s). There are no reports of patient intervention or adverse health consequence due to the falsely elevated co2_c results.

Manufacturer narrative:
Siemens filed the initial MDR 2432235-2019-00322 on 11-september-2019. Additional information (15-october-2019): siemens reviewed the information provided and confirms that the cuvette segment (j) slots 159 and 161 produced elevated results and a high bias of 30%. The issue was resolved by replacing it with a new cuvette segment. An investigation was performed on the cuvette segment (serial (B)(6)) in question and manufactured from a mold that is no longer in production. The cuvette segment was tested, and the issue was reproduced with carbon dioxide concentrated (co2_c) quality controls. An inspection of the segment indicated no visible cracks, scratches, or discoloration. Siemens is investigating.

Manufacturer narrative:
Siemens filed initial MDR 2432235-2019-00322 on 11-sep-2019, MDR 2432235-2019-00322-s1 on 25-oct-2019, MDR 2432235-2019-00322-s2 on 15-nov-2019, and MDR 2432235-2019-00322-s3 on 28-jan-2020. Additional information (21-feb-2020): a follow up urgent medical device recall (umdr) achc 20-05.a.us was sent to us customers and a follow up urgent field safety notice (ufsn) achc 20-05.a.ous was sent to ous customers in february 2020. The umdr and ufsn advise customers of the potential for falsely depressed or elevated results in a small percentage of the atellica ch reaction cuvette segment "19" and above, due to a cuvette defect allowing water bath to contaminate the cuvette. Customers were provided instructions to determine if they have impacted cuvette positions within a cuvette segment. If cuvette segments are identified on their analyzer(s) customers will be asked to contact siemens customer care center to determine additional actions to be taken prior to processing patient samples.